Manufacturer narrative:
(B)(4). The customer returned one used dilator for evaluation. The body of the dilator was curved and the tip of the dilator was found to be misshapen with some stretching. Both of these issues were likely caused due to use. The dilator body and the inner diameter of the dilator tip were measured and found to be within specification. A device history record review was performed and no relevant findings were identified. The customer reported issue of the dilator body being deformed in use was confirmed during the sample investigation. The body of the dilator was found to be slightly curved. This can occur from general usage. The probable cause of this issue was determined to be operational context.

Event description:
The customer alleges that the dilator was bent while performing the procedure. The md did not use it. The procedure was finished with a new set.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator was bent while performing the procedure. The md did not use it. The procedure was finished with a new set.